Event description:
The article, "¿paravalvular leak¿ after bentall¿s procedure, yet not a paravalvular leak", was reviewed. The article presented a case study of a 41-year-old male patient. A masters series heart coated aortic valved graft was selected for implant on an unknown date for a bentall's procedure. The device was implanted. Approximately 2 years later, the patient presented with congestive heart failure and a fever lasting 3 weeks. Computed tomography (CT) revealed the graft detached completely from the aortic annulus, forming a pseudoaneurysm sac (ps). The left main coronary (lmc) button was also detached from the anastomotic site and was attached by flimsy fibrotic tissue. Echocardiogram showed leakage of blood from the lmc hole of the graft into the ps. Blood culture was also positive for klebsiella pneumonia. The patient underwent a modified redo-bentall procedure with cabrol's modification of reimplantation of coronary artery buttons. [The primary and corresponding author was mohammed idhrees, institute of cardiac and aortic disorders (icad), srm institutes for medical science (sims hospital), no. 1, jawaharlal nehru salai (100 feet road), vadapalani, chennai 600 026, tamil nadu, india, with corresponding e-mail: a.m.idhrees@gmail.com.]

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: ¿paravalvular leak¿ after bentall¿s procedure, yet not a paravalvular leak. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.